Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir received an air bubbles. The customer's blood glucose value was 265 mg/dl at the time of the incident. The customer reported that the air bubbles did not exit. Drive support cap was normal. Troubleshooting was performed. The reservoir will not be returned for the analysis.